Manufacturer narrative:
Postal code: (B)(6). The device was received for evaluation. Visual inspection was performed which observed damaged keyhole on rotor assembly, roller on rotor assembly sticking, reversed magnets on pump cover, main module cover corroded and four worn rubber feet. Functional testing sf2 functional system level ctf test failed due to large volume and syringe occlusion failures during flow sensor portion of ctf test. The reported condition was verified. The cause of the condition was due to occlusion failures discovered during investigation is one of the magnets of the pump cover is reversed not allowing the door to make a solid connection with the top plate. Known good pump door was installed and device was re-tested and passed without errors. The pump cover and magnets will be replaced during refurbishment to prevent future recurrence of the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the main module was damaged. The set had a broken green lid and can not remove one magnet on the reverse polarity. There was no patient involvement. No additional information is available.